Event description:
It was reported that the patient experienced difficulty with keeping a charge on the implantable pulse generator (ipg). It was noted that when the charge drops by one bar, the ipg had to be charged for several hours then it would overheat and turn off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.